Event description:
Caller reported a malfunction in the tandem source, identified as malfunction code 199, with an error indicator showing on the pump. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappeared, which they acknowledged and understood.